Event description:
Pre-op diagnosis: spondylolisthesis the patient underwent implantation of rhbmp-2/acs. Post-op, on (B)(6) 2012, the patient had following primary diagnosis: scar inflammation. Sponsor and investigator assessment: - rhbmp-2/acs relatedness: not related - study procedure relatedness: related - device/other component relatedness, specify: not related. Injury: scar inflammation required actions: medications administered; antibiotic prescription. Outcome: resolved without sequelae, (B)(6) 2013

Manufacturer narrative:
(B)(6). (B)(4). Location : other; event location other : unknown. Neither the device nor applicable medical records or imaging studies were returned nor provided for evaluation.